Event description:
During evaluation of a returned spectrum pump, the device had failed downstream occlusion test. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device had failed downstream occlusion test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.